Event description:
Literature: grunt s. Van der knaap ms, van ouwerkerk wjr, strijers rlm, becher jg, vermeulen rj. Effectiveness of selective dorsal thizotomy in 2 patients with progressive spasticity due to neurodegenerative disease. J child neurol. 2008;23(7): 818-822. The article discusses the outcome of selective dorsal rhizotomy in 2 patients with neurodegenerative disorders. It reports the clinical course after selective dorsal rhizotomy in patients with progressive spasticity. Leg spasticity was effectively and persistently reduced in both patients, facilitating care and improving sitting comfort. Reportable event: a male was diagnosed with hypomyelination with atrophy of the basel ganglia and cerebellum. Due to his severe spasticity, treatment with intrathecal baclofen by lumbar puncture was tried. An intrathecal baclofen pump was then placed. Unfortunately, the pt developed a pouch infection and the pump had to be removed 2 wks after implant. The pt and caregivers reported unsatisfactory improvement with the itb therapy. It is not confirmed that the MFR is medtronic.